Manufacturer narrative:
Patient age: 18 years or older. (B)(4). Device evaluated by manufacturer - visual inspection shows discoloration and damage on numerous electrodes primarily on splines 1,2,3,8. Electrical testing was performed and the device failed the test. Magnetic sensor resistance and inductance testing revealed both pairs are within specification. X-ray shows broken wires along with wire entanglements between the umbilical and proximal side of the handle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 10-sep-2018. It was reported that during ablation procedure with an intellamap orion¿ catheter immediately after the insertion into the heart, noise appeared of c4-5. The c4-5 was turned off and mapping was performed, but then noise appeared in a4-5, and immediately noise was observed in h4-5. And, even though the orion was actually deployed, it was blinking while it is close under rhythmia. The issue was resolved after replacing with a new orion, and ablation procedure was successfully completed. No patient complications were reported. However, returned device analysis revealed splines 1, 3, and, 8 were shown to be heavily corroded.